Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue mainbody of a transfer set was damaged. The device was in use at the time of the reported issue. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection revealed a cracked light blue mainbody on the transfer set. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.